Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and hydrosalpinx ('small peripheral hydrosalpinx') in an adult female patient who had essure (batch no. A27189) inserted for female sterilization. The patient's concurrent conditions included intramural leiomyoma of uterus, parakeratosis and cervix inflammation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and hydrosalpinx outcome was unknown. The reporter considered hydrosalpinx and uterine haemorrhage to be related to essure. The reporter commented: removal date: (B)(6) 2020 (discrepancy noted per mr). Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine hemorrhage ('abnormal uterine bleeding') and hydrosalpinx ('small peripheral hydrosalpinx') in an adult female patient who had essure (batch no. A27189) inserted for female sterilization. The patient's concurrent conditions included intramural leiomyoma of uterus, parakeratosis and cervix inflammation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine hemorrhage (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine hemorrhage and hydrosalpinx outcome was unknown. The reporter considered hydrosalpinx and uterine hemorrhage to be related to essure. The reporter commented: removal date: (B)(6) 2020 (discrepancy noted per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical record received. Lot number, reporters information and medical history were added. Event medical device removal was updated to abnormal uterine bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.